Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The handpiece was received with kinked cable. The nose bearings was corroded. The device failed the earth resistant test on incoming inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was not stable, jittering in use. There was no known patient impact.